Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error, and displacement tests. However, the unit alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The unit was unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery tests due to the compromised force sensor system alarm. The following physical damage was noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 289 mg/dl. During troubleshooting the customer was able to prime without incident. Later, the customer mentioned having gone through a dozen infusion sets due to set occlusions. He was unable to prime. The insulin pump was returned for analysis.